Manufacturer narrative:
Initial reporter phone no. (B)(6). Facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak at effluent bag was observed on one unit of prismaflex m150 during patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph/video of the sample were provided for evaluation. The visual inspection observed an external leak at the level of the drain bag sealing, near the stopcock. The reported condition was verified. The cause was determined to be related to misuse of the drain bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. It is to be noted that the prismaflex m150 set c set and all the accessories provided within the set, including the drain bag, is a single use product. This means that once used, the product must not be reused (i.e. Emptied and reused during the same therapy) and should be discarded. The prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. The prismaflex control unit warns the operator when the effluent bag is full, and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Should additional relevant information become available, a supplemental report will be submitted.